Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had undersensing and loss of capture one day post implant. An x-ray revealed a lead dislodgment. The lead was successfully repositioned. The lead remains in-service. No additional adverse patient effects were reported.